Manufacturer narrative:
(B)(4). Date sent: 6/23/2021. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The DHR for lot 14614 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? When did they begin? Patient had a routine xray that saw the device separated. What is the device lot number? 14614. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Yes, several and unknown on strength. Did the patient have any other surgeries in the area? Yes. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. Do not know. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? No scheduled removal at this point. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Yes. When and if the linx device is removed, may we ask that the device be returned for analysis? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging.

Manufacturer narrative:
(B)(4), date sent: 6/30/2021. Photo was provided for review by ethicon medical safety officer. Following are their observations: "I reviewed an x-ray image of the patient referred to in the complaint. The x-ray image showed a discontinuous 13 bead clasp linx device. The annular shape was absent, and the appearance was c-shape consistent with a discontinuous device".

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Additional information was requested, and the following was obtained: what was the exact date of implant? Implant date of(B)(6) 2017. What is the device lot number? Lot# 14614. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Multiple MRI¿s were performed in 2018 and 2019. The surgeon feels they should have only been 1.5t MRI¿s, but will investigate further. What symptoms lead to the discovery of the discontinuous device? When did they begin? Patient is not symptomatic. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Patient is not symptomatic. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported and supported by xray image, that we have a discontinuous lxmc13 device. This was identified in a treatment not specific to the linx device. The patient will be meeting with the surgeon today ((B)(6) 2021) on a consult and further actions will be determined moving forward from (B)(6) 2021. The device was implanted in 2013.